Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's blood glucose reading was 76 mg/dl, but her sensor read 46 mg/dl which caused her insulin pump to go into threshold suspend. Standard troubleshooting was performed. The customer was advised to calibrate her sensor 3 or 4 times a day. The product is not being returned. Nothing further was reported.